Event description:
It was reported that the tubing of the uv flash transfer set leaked during use. The location of the leak was unknown. This event occurred during patient use, though no patient injury or medical intervention was reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with a cut/hole noted in the tubing. A leak test was performed with a cut/hole noted in the silicone tubing. A clear passage test and clamp function test were performed with no issues noted. The reported problem was confirmed through a sample evaluation. The cause of the leak was the cut/hole in the tubing. Should additional relevant information become available, a supplemental report will be submitted